Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2,000 ohms. The pacing impedance measurements were noted to be increasing in time. X-ray was done and a lead fracture was suspected. A black spot on the conductor at the proximal edge of the proximal coil was observed. However, further investigation from engineering analysis indicated that the "black spot" was likely due to relation to transition from coil to conductor and lead does not appear to be fractured. The rv lead was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.